Event description:
It was reported that stimulation was intermittent after the patient slipped, fell backward, and scraped his implantable neurostimulator (ins) against a desk. The ins site was bruised. The patient had bilateral leg pain and was getting good coverage prior to the fall. After the fall reprogramming was unable to capture stimulation anywhere other then the stomach and the top of the thighs. Impedances at electrode #4 were over 10,000 ohms. All other electrodes were within normal limits. The patient had a lot of swelling, and x-rays were taken, but seemed ok. The patient was not getting pain relief, and stated that he would feel stimulation and it would "shut off all at once and then turn back on awhile later." This happened without postural change. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).